Manufacturer narrative:
The reported 8x25mm biorci ha screw, used in treatment, has been returned for evaluation. Visual assessment of the screw showed it has broken into four pieces and is missing a portion of its material. The screw is soiled with human matter confirming it was attempted to be used. Dimensional assessment of the screws major diameter and wall thickness was measured and found to meet print specification. The condition of the screw indicates it was subjected to excessive force during insertion. Per the device instructions for use ¿warning: the starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertion. If hard bone is encountered, the biorci tap should be used¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl reconstruction surgery when the package was open for use, it was found that the screw was damaged. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded the screw was used on a patient, since the screw as found to be soiled with human material. Additionally, the visual assessment found the screw to be broken into four pieces with a missing portion of its material which makes the event reportable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.